Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported by customer multiple complaints of a ¿funny smell¿ to the mask. An exact quantity was not provided. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of an unknown odor and adverse reaction due to exposure to the masks contained in the catheter kits is inconclusive. The product returned for evaluation was seven sealed catheter kits. These kits were returned for 3 bd complaint files. It is unclear which samples correspond to which complaints, so the samples were analyzed together, with results recorded in each complaint record. The three complaints addressed in this investigation involved reports of an unidentified odor and adverse reactions experienced by clinicians following exposure to the masks contained within the kits. Due to the potential risk of exposure, the sealed kits were not opened at the bd slc site but were forwarded to a third party for chemical analysis. Three additional sealed kits were also provided as control samples for comparative analysis. Two samples were tested from each sample population (test and control). Testing included removing a portion of the face masks, including the fabric, foam cushion, metal nose clip, and ear-loop string, and sealing those fragments in headspace vials. The samples were analyzed using headspace-gcms following incubation at 100º c. Testing revealed that ethanol and isopropanol were present significant quantities in the test samples, but only trace quantities were observed in the control samples. Additional solvents and aromatic compounds were observed in both the test and control samples. Ethanol and isopropanol are commonly used solvents and disinfectants in clinical settings and are unlikely to be the source of the reported events. No singular compound or set of compounds were identified that could be conclusively linked the reports of mask odors or clinician reactions. It is unknown; however, if the returned test masks were identical in chemical composition to masks implicated in the submitted reports. Consequently, this complaint is inconclusive at this time.